Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during holep procedure the device displayed an error message. The hand piece was replaced and disconnected but the error could not be solved and the procedure needs to be abandoned.